Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. Per the tandem user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display." Per the tandem user guide: "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display."

Event description:
It was reported that the customer requested a bolus for 12 grams of carbohydrates and inadvertently overrode the recommended bolus amount of 0.67 units of insulin and entered 9.6 units of insulin to be delivered. Subsequently, the customer's blood glucose lowered, and the customer became unconscious. A specific bg value was not provided. Ultimately, the pump stopped insulin delivery due to the auto off safety feature enunciating. The customer regained consciousness with a bg of 192 mg/dl. The customer declined further troubleshooting with tandem technical support and declined to provide additional information regarding the event.